Manufacturer narrative:
The investigation into the pump stop has been completed since the original report was filed. The user facility has returned the impella device, and the benchtop analysis of the root cause revealed that the cause of the pump stop was most likely an open electrical line due to excessive force applied to the catheter while moving the patient. The failure mode will be monitored and trended.

Event description:
A 61 year old male of unknown race with cardiomyopathy presented for impella support. The user facility reported damage to the pump and cable. The pump stopped with retrograde flow alarms. They proceeded to code the patient and the patient required ECMO. Eventually, the pump was removed after ECMO cannulated. The pump was sequestered by the hospital.

Manufacturer narrative:
The user facility has reported the impella device will be returned. Abiomed has not received it as of the date of this report. Should any new information be received, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿maintaining act at or above 250 seconds will help prevent a thrombus from entering the catheter and causing a sudden stop on startup.¿ ¿unresolved purge pressure high alarm if not resolved by the recommendations provided, high purge pressure which triggers the ¿purge pressure high¿ alarm message could be an indication of a kink in the impella catheter. In this case, the motor is no longer being purged and may eventually stop.¿ ¿impella stopped if the impella catheter has stopped suddenly: 1. Try to restart the catheter at previous p-level. 2. If the impella does not restart, try to restart at p-2. 3. If the impella does not restart or stops again, wait 1 minute and try to restart again. 4. If the impella restarts, wean down to p-2 as the patient can tolerate. Under these circumstances, catheter function is not reliable and the impella may stop again. 5. If the impella does not restart, remove the impella from the ventricle as soon as possible to avoid aortic insufficiency.¿